Event description:
It was reported that stent dislodgement occurred. The diffusely diseased, de novo target lesion was located in the heavily calcified right coronary artery. After the lesion was pre-dilated with multiple balloons, a 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when the stent was taken out, it was found out that the stent was displaced from the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 99% stenosed and the vessel was mildly tortuous. No resistance was felt while advancing the device in the guide catheter or over the guide wire. The device did not interact with another device and no accidental pressure was applied to the delivery system while the device was being advanced. The stent was not fully detached from the delivery system. It was detached from the balloon and shifted backwards, slightly touching to the proximal marker of the balloon. The unexpanded stent was pulled back into the guide catheter.

Event description:
It was reported that stent dislodgement occurred. The diffusely diseased, de novo target lesion was located in the heavily calcified right coronary artery. After the lesion was pre-dilated with multiple balloons, a 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when the stent was taken out, it was found out that the stent was displaced from the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.